Event description:
The lay user/reporter contacted lifescan in 2007 and alleged that the patient's one touch ultra meter was displaying the battery indicator. The medical affairs specialist (mas) called and spoke with the reporter in 2008 and obtained additional information. The reporter alleged that she had noticed the battery indicator on the meter's display a few days prior to the event. She does not recall seeing the "mg/dl" next to the battery indicator. The reporter informed the mas that since she had lost the meter's manual, she did not know what she was supposed to do when it displayed the '+/-'. The last time the patient was able to test was on two days prior to original date (result not provided). The reporter mentioned to the mas that on original date, at 10:45 am, the patient was incoherent and passed out. The reporter attempted to test the patient, but the battery indicator appeared and she was not able to perform a test (the battery sign on the one touch ultra meter indicates that the power of the battery is too low to run a test and that unless the battery is replaced, the meter will not operate). The emergency services were called and the result on the emt meter was 26 mg/dl. The patient was given a shot of glucose and was placed on an IV. She was not taken to the hospital. At the time of troubleshooting, it was verified that this was not a new product. The patient/reporter had not changed the battery in the meter per the owner's manual (use error). This complaint is being reported because the reporter alleged the patient was not able to test her blood glucose for 2 days due to the issue and later experienced hypoglycemia. The reporter further states that the patient was treated with glucose by the paramedics. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.